Event description:
Additional information was received that the patient was seen in the clinic for a follow up appointment. Upon device interrogation, all measurements were within acceptable limits. The physician was to determine the next course of action. No adverse patient effects were reported with this clinical observation.

Event description:
Boston scientific received information that low right ventricular (rv) shock impedance measurements less than 20 ohms were detected on this device system. Previous shock impedance measurements had reportedly measured in the 40 ohms range. The patient's physician scheduled an appointment with the patient to further investigate and evaluate. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.